Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they are getting inaccurate readings with the sensor. Customer's blood glucose level was over 226 mg/dl and the sensor glucose reading was 52 mg/dl that triggered the insulin pump to suspend insulin delivery. After troubleshooting, customer does not want to return the sensor. The sensor was not returned for analysis.